Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. There is no share tool data log available. The customer complaint confirmation is undetermined because there is no data available. The probable cause is undetermined as the reported allegation was not found. No additional event or patient information is available.